Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was tested with a water fill test reservoir and no bubbles were noted. The occlusion alarm functioned properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer was having recurring highs and lows. The customer had blood glucose levels of 630 mg/dl at the time of the incident, but the levels dropped to 36 mg/dl. The customer was at 180 mg/dl at the time of the call. The customer used an older pump to treat the highs. The customer experienced high symptoms such as vomiting and abdominal pains. The customer was wearing the insulin pump during the incident. The caller stated that the pump was under delivering as it was not alarming when insulin is not exiting even after multiple set changes. The caller reported an air bubble that they were unable to prime out of the tubing. Troubleshooting was not completed as the caller had lost confidence in he pump. The customer switched pumps and their blood glucose stabilized. The insulin pump will be returned for analysis. Pending ice check for I/s and reservoir svns for air bubbles and possible occlusion issues.